Event description:
The attorney reported that after the pt left the clinic following a refill, while at a rest area, the pt lost consciousness, allegedly as a direct result of morphine overdose. It was additionally alleged that during the refill process, a malfunction or failure may have occurred in the implanted synchromed el drug infusion system and as a result, a massive dose of morphine was resting under the pt's skin near the pump reservoir. Additional info has been requested, but was not available as of the date of this report.